Manufacturer narrative:
The evaluation of the electronic log file revealed that the device was powered on in the morning of the date of event and passed the automatic self test without deviations. The concerned procedure was started in manual ventilation and continued in pressure mode three minutes later. Ventilation was stable and unremarkable for approx. Half an hour until the system detected a problem with the sensor for pressure measurement inside the ventilator piston. A shut down of automatic ventilation was forced; this is accompanied by an acoustic alarm and the error message that was reportedly observed by the user. The pressure sensor was returned for evaluation and built into the periphery of a lab device. It could be calibrated without problems; a test run for 48 hours produced no findings as well. A hardware problem can't be fully excluded but is considered unlikely based on the facts that the log contained only one single instance of the error condition and reflecting that it was not possible to reproduce a potential problem with the sensor itself. A reasonable explanation would be a setting of airway pressure rise time > 1.5 seconds in combination with spontaneous breathing efforts or coughing of the patient that may have been over-interpreted by the supervisor function as a pressure sensor error. Since the sensor was replaced to enable investigation, the potential technical root cause had been corrected as a precaution in any case. Dräger finally concludes that the workstation has reacted upon a deviation as specified. Automatic ventilation was again available after one minute but the procedure was continued using manual ventilation per decision of the user. No patient consequences have occurred.

Event description:
It was reported that the machine suddenly alarmed for "ventilator failure" during a running ventilation episode and indicated that only manual ventilation would be available. The user finished the procedure in manual ventilation w/o consequences to the patient.